Event description:
On (B)(6) 2016 11:45 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the support arm was found broken. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned support arm has been finalized. It was reported that the support arm was found broken by our service engineer on another assignment during a service visit at site. Visual inspection shows that there is a clear rupture and in the microscopic investigation the conclusion is that there is no casting defect. This implies that the support arm has been exposed to a mechanical force that's above the designed specification. The support arm has been successfully tested for mechanical strength and is design according to standard. It¿s unknown to us under which conditions the reported support arm broke.

Event description:
(B)(4).